Event description:
It was reported that the patient presented for a lead extraction procedure. It was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold, followed by a subsequent loss of capture. The lead was explanted and replaced. The patient was in stable condition.